Manufacturer narrative:
(B)(4). This product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per independent repair center (B)(4), reason for repair is low o2 or yellow light & alarms not functional. The key failure is a sticking 4 way valve which addresses the reason for repair of low o2 or yellow light. Additional malfunction identified on the (B)(4) as a on/off switch with no alarm is directly related to the reason for repair of unit alarms not functional. The power switch non-functioning alarm issue is a reportable event which is the basis of this 3500a.